Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plumset that leaked adriamycin on the filter vent during infusion. There was patient involvement and no report of adverse event.